Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The leak was cap piercer fluid on the sample tube caps from the off load tray in the instrument. The leak was not contained to the instrument. The customer was wearing gloves, protective eyewear, and a labcoat. There was no report of operator exposure or injury. There was no report of erroneous test results. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and checked the vacuum lines from the cap piercer to hydro and observed that there was no vacuum to the cap piercer. The lack of vacuum caused the wash tower to overflow. The fse reseated the cutoff fitting in the inline connector between tubing #118 and #180. Identified failure mode: failure mode is cutoff fitting (pn-970338) on tubing # 180. (B)(4).